Event description:
A malfunction with the pump was reported by the customer, displaying a malfunction code labeled as malf 0. There was no adverse impact to the customer's blood glucose level. Attempts to reset the pump with the user's assistance were unsuccessful, and the issue remained unresolved despite trying multiple cables and adaptors. The pump could not be set into storage mode, yet the customer was instructed by technical support to place the pump into storage mode before returning it to tandem using a pre-paid label within 10 days, which the customer acknowledged and understood. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.